Event description:
The us complainant reported that there was cardiac arrest during impella cp patient support. Cardiopulmonary resuscitation was given until return of spontaneous circulation was achieved. Later, care was withdrawn and the patient expired.

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The root cause of the cardiac arrest was unable to be determined due to insufficient clinical details. The device passed all the post sterile inspection checks.